Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level (666 mg/dl) and high ketones. The cause of the reported issue is a malfunction alarm occurring on the pump. A correction bolus was delivered to treat the bg. The customer reverted to an alternate method of insulin therapy. Further information regarding the hospitalization was not provided.